Manufacturer narrative:
It was reported that the bedside monitor (mu-671ra) and the central nurse's station (pu-621ra) failed to emit audible alarms. No consequence or impact to the patient was reported. Troubleshooting steps: the biomed called back to continue troubleshooting this reported alarm issue. The biomed was onsite so they first checked the central nursing station. The cns was model pu-621ra (sn (B)(4)). They went to the event list and noted that the alarm was reported as tachycardia and the event occurred at 16:05. They went to the alarm list and noted the same event under alarm list. They also verified that the alarm was noted in full disclosure and in arrhythmia recall. The biomed was concerned that the cns was not having audible alarms, so they went to the sound controller option and ensured the volume was set to max. They also noted that when testing the alarm, they were able to hear audible alarms from the cns. Nk tech support asked the biomed to clarify with the nurses if the bedside was not alarming or was it the cns. The nurses stated that both devices were not alarming. They went to the bedside monitor but were unable to power cycle the bedside as the nurses did not want to be disturbed at this time. They did however hear audible alarms from the bedside for this same patient. The patient had oxygen saturation alarms that were both audible at the bedside and the cns. Nk tech support advised them that nk will need him to collect the cns logs. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical products: the following devices were used in conjunction with the bsm. Pu-621ra: serial number ((B)(4)).

Event description:
It was reported that the bedside (mu-671ra) and the central nurse's station (pu-621ra) failed to emit audible alarms. No consequence or impact to the patient was reported.

Manufacturer narrative:
Details of complaint: nursing staff reported that they did not hear an audible alarm coming from the central nurse's station (cns) and the bedside monitor (bsm). The biomedical engineer (bme) looked into the cns event and alarm list and was able to confirm that the alarms occurred, and the patient event was detected by the cns and bsm. The bme verified that the sound setting on the cns was maxed out and that the cns audio alarms were working. The bme also checked the bsm, and they were also able to hear the alarms. No patient harm or injury was reported. Investigation summary: the cns logs were requested from the customer, but not received. A review of the history of the serial number identified no similar events. Based on the available information, a definitive root cause could not be identified. Possible causes of the audio related issues are damaged audio cables, the incorrect audio output selected (in the settings), and incorrect cable connection. It is also possible that a user may have silenced the alarm.

Event description:
It was reported that the bedside (mu-671ra) and the central nurse's station (pu-621ra) failed to emit audible alarms. No consequence or impact to the patient was reported.